Event description:
It was reported that vns pt experienced an increase in seizures due to unk reason. The treating neurologist attempted to interrogate the pt's device but was unsuccessful; hence the neurologist concluded the generator was at end of service. A search was made in the manufacturer's programming history database which indicated the pt's generator read high lead impedance in 2006. Furthermore, a battery life calculation was performed and indicated the pt's device was at end of service since it had reached -.78 years until eos=yes. The pt underwent generator replacement surgery. Good faith attempts to obtain additional info from the treating neurologist have been unsuccessful to date. Additionally, attempts to obtain product return have also been unsuccessful to date.